Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pi). The touchscreen was tested, the failure was confirmed. Pil found that this touch screen fails all diagnostics testing and resistance measurements which are out of specification. The touchscreen failed due to multiple resistance measurement failures.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the customer on the v60 indicating that there was misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. A calibration was attempted to resolve the issue but was unsuccessful. The fse replaced the touchscreen to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.